Manufacturer narrative:
Additional/changed and/or corrected data. Device evaluation: visual analysis of the returned device identified one extended opening and flat creases. A weight test of the device was verified and the device to be underweight. A microscopic analysis was performed which identified one sharp edge opening in the shell with nick. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the shell with nick in the side posterior assessed as surgical impact opening.

Event description:
Physician reported a left side intracapsular rupture. Device has been explanted and replaced.

Manufacturer narrative:
Postal code: (B)(6). Health effect - impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a left side intracapsular rupture. Device has been explanted and replaced.